Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient stated he called the paramedics because he was bleeding heavily at the insertion site. He applied pressure to the wound to try and stop the bleeding until paramedics arrived. The patient was taken to the emergency room and was examined by a doctor. The doctor stated the patient hit an artery and required stitches. The patient was discharged the same day. At the time of the report, the patient was fine and stated the affected area was healed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on 06/01/2025, the patient stated he called the paramedics because he was bleeding heavily at the insertion site." H2 correction.

Event description:
On 06/01/2024, the patient stated he called the paramedics because he was bleeding heavily at the insertion site.